Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 40mmh2o. The valve was visually inspected: what look like scalpel cuts were noted in the silicone housing on the needle chamber. The valve was hydrated for about 36 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The valve was leak tested, the valve leaked from the cuts in the silicone housing. The valve was reflux tested. The valve passed the test. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The siphon guard was removed. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code ns9008, with lot cthbv2, conformed to the specifications when released to stock in 8th july 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a (B)(6)-year-old male with sah on (B)(6) 2015. The initial pressure setting was 120mmh2o. On (B)(6) 2016, the patient had disorientation, and ventricular enlargement was noted by contrast radiography. The surgeon gradually lowered the setting to 30mmh2o. However, the symptom did not improve though the patency of the device was confirmed by contrast radiography. The surgeon suspected the dysfunction of the device and replaced it with the competitor's one set at 130mmh2o on (B)(6) 2016. The patient is currently being monitored. According to the surgeon, there is a possibility that the accumulation of ascites fluid hampered the csf flow.